Manufacturer narrative:
Serial number not provided at the time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a power input problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was reportedly no patient involvement.

Manufacturer narrative:
The event described in this report has been identified as a duplicate of MFR # 1218950-2018-02796. A follow-up report will be submitted under MFR # 1218950-2018-02796 upon completion of the investigation.